Manufacturer narrative:
Other, other text: b5: additional information received via email on 20-sep-2021 and attached to complaint: no patient injury. Issue happened during testing. H6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated and verified. The device was alarming an error code 45985 in red screen upon power up and indicate a problem with watchdog_alarm_time. It was determined that the microprocessor board malfunctioned and it was replaced during the repair. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. During analysis, the customer's stated problem was verified. The device was alarming an error code (B)(4) in red screen upon power up and indicated a problem with watchdog_alarm_time. It determined that the microprocessor board was malfunctioning and the root cause of the issue. Therefore, the microprocessor board will be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error code 45985. No adverse effects were reported.